Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Perform visual inspection and functional testing. Customer's reported problem was verified. Found corrupted date, time, and year in the returned device. The root cause is the corrupted date, time and year. Charged device and installed software applications to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not retain settings after the power cycle and was an out-of-box failure. The product fault occurred after opening unit and testing after charging unit. There was no patient involvement and no patient harm/adverse reported.